Manufacturer narrative:
Evaluation summary: op channel buckled. Correction information g6: follow up #1 h2: type of follow up h6: coding changed based on the investigation result.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable. Model eg34-j10u-us is available in the USA with a 510k number k200090.

Event description:
The nozzle is clogged. This problem was found at a demo scope during the (routiene) incoming inspection in pentax (B)(4). No user / patient affected.